Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the outer insulation was breached due to environmental stress cracking; the partial lead in segments was returned for analysis. The proximal conductor was distorted and all conducts were cut and had observed blood/body fluid (not obstructed). The electrode tip insulation was pulled apart. The inner and outer insulation was breached/cut and the outer insulation had observed white substance and cosmetic depressions.

Event description:
The lead was returned to the manufacturer after being explanted due to performing an upgrade from a pacemaker to a defibrillator. The lead subsequently tested out of specification. No patient complications have been reported as a result of this event.